Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. Device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. The assignable root cause was determined to be due to manufacturing. UDI:(B)(4).

Event description:
It was reported that the impactor device would misfire when it was inverted. During an in-house engineering evaluation, it was determined that the device trigger screw was missing from the trigger and compressed onto the rear can epoxy. It was further determined that a 2nd trigger screw was also loose. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.